Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that increasing capture thresholds and a failure to capture on the patient¿s right ventricular lead were noted in clinic. The patient reported for surgery, the lead was capped (B)(6) 2018 and replaced. The patient was stable prior, during and post surgery.